Manufacturer narrative:
The investigation confirmed that lower and higher than expected amon quality control results were obtained while using the vitros 350 chemistry system. The most likely assignable cause of this event is an instrument issue related to microslide incubator contamination. The cause of the microslide incubator contamination was most likely due to user error associated with the use of cleaning agents in the laboratory that contain ammonia. There was no evidence to suggest a malfunction of the vitros amon slide lot involved. Following completion of service actions to the microslide incubator subsystem of the vitros 350 instrument, acceptable vitros amon performance was observed. The assignable cause was determined to be an instrument issue.

Event description:
A customer obtained lower and higher than expected, ammonia results on a single level of vitros quality control fluid (lpv2) and multiple control results met potential health and safety criteria when compared to the expected value. Lpv2 = 228.0, 98.7, 138.4, 133.1, 131.7, 136.6, 137.5, 133.8 versus expected 176.9 &#62287;l/l. The lower and higher than expected quality control results were obtained using vitros amon slides on a vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no patient samples were processed using vitros amon slides during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).